Event description:
There was "too much volume in reservoir - not infusing." The patient's pump had volume discrepancies in 2003 - expected 5.2ml and actual 9.2ml - and tw0 wks later - expected 11.8ml and actual 18ml. No low battery alarm was noted by the patient or on telemetry. The patient was experiencing more pain than usual, but no withdrawal symptoms. A catheter dye study was done. Injection of the catheter was very difficult at first and then became easy after the first attempt. The flow of the catheter was felt to be okay, but the decision was made to replace it along with the pump due to difficulty injecting. The device system was explanted 6 days later and replaced and returned to the manufacturer for analysis. Oral baclofen was prescribed. The patient already was taking oral dilaudid in supplement to the intrathecal medication. The patient outcome was not reported.